Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from (B)(6), 2020 - (B)(6) 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty seven (27) units of ce infusor lv (large volume) had red/brown particulate matter observed on the tubing. This was identified during an unspecified process step prior to use. There was no patient involvement. No additional information is available.